Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-7297-2 fibertape® tendon compression bridge kits plastic flag broke while trying to pass through. This occurred during use, where the device was successfully used, but the plastic tip broke on pulling through, and it was able to be salvaged. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used with the suture passer.